Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019 (stated as "this week"). The lot number was not reported, however, two suspect lot numbers (r19b15037 and r19b04080) were provided. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a clearlink continu-flo solution set broke apart. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.